Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. The investigation determined the reported poor image resolution was due to patient anatomy. The slda was due to the reported poor image resolution and patient anatomy. The reported unexpected medical intervention was a result of case specific circumstance as another clip was implanted to stabilize the slda clip. There is no indication of a product issue with respect to manufacture, design or labeling. Codes removed: health effect- impact code: 2199 no consequences or impact to patient.

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that a triclip procedure was performed to treat functional tricuspid regurgitation (tr) with a grade of 4 and restricted septal leaflet. A triclip xtw was inserted and deployed on the tricuspid valve. However, difficulties visualizing the clip and the leaflets occurred, and post deployment, the clip detached from the septal leaflet and remained attached to the anterior leaflet (single leaflet device attachment/slda). To stabilize the slda clip, a second clip was then deployed central to the first implanted clip, reducing tr to a grade of 2. It was noted that both clips were stable. There was no clinically significant delay in the procedure.